Event description:
It was reported that, during an ultrasound examination on the affiniti 70 ultrasound system, the previous patient report appeared on the latest patient data. The procedure was able to be completed after a system reboot. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.